Event description:
This device was returned with dos documentation from md. Per oos, this pt expired of arteriosclerotic and hypertensive cardiovascular disease. The exact date is unknown. The medical examiner "wondered about the terminal rhythms and defibrillator functions."